Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission indicated that the left ventricular (lv) lead exhibited noise oversensing resulting in pacing inhibition. Technical services was contacted for programming suggestions; no changes or intervention were done, and the lv lead will continue to be monitored. The patient was in stable condition.